Manufacturer narrative:
(B)(4).

Event description:
Reported as "axillary insertion blood flecks noted in gas line". As reported by the clinical support specialist: "[physician] called the hotline for assistance troubleshooting helium loss alarms. Iab inserted yesterday afternoon via axillary insertion after removing a femorally inserted iab, helium loss alarm recently started. I discussed the angle of insertion and decreasing volume to improve gas speed. Additional discussion determined there is blood noted in the gas line. (Information not initially provided). I discussed with the [physician] that the iab should be removed as this means an abrasion in the iab. We discussed that the amount of blood is not relevant, and that there could be larger amounts in the iab and result in catheter entrapment. He stated he would discuss with the attending. Follow up calls with rns, iab was not removed. Stated that the md chose to continue pumping and that the blood was from insertion. I explained that this is not blood from insertion, that there is an abrasion of the iab membrane and explained the risks again. The rn reported that they decreased the volume to 38cc and there have been no additional alarms. I explained that the risk remains that the alarms have likely stopped due to the abrasion clotting. The alarms may begin again and more blood may be noted in the line or not but the recommendation is still to stop pumping and remove the iab. Last follow up call- iab still in place, no additional alarms. Patient critical but stable. Rn has my direct number for updates or changes. I requested the iab be kept for return if removed. Pump is pumping in autopilot mode using the fos ap waveform with no noted issues." No patient injury or consequence. Additional information states the first femorally inserted iab was removed so that the patient could ambulate.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "axillary insertion blood flecks noted in gas line". As reported by the clinical support specialist: "[physician] called the hotline for assistance troubleshooting helium loss alarms. Iab inserted yesterday afternoon via axillary insertion after removing a femorally inserted iab, helium loss alarm recently started. I discussed the angle of insertion and decreasing volume to improve gas speed. Additional discussion determined there is blood noted in the gas line. (Information not initially provided). I discussed with the [physician] that the iab should be removed as this means an abrasion in the iab. We discussed that the amount of blood is not relevant, and that there could be larger amounts in the iab and result in catheter entrapment. He stated he would discuss with the attending. Follow up calls with rns, iab was not removed. Stated that the md chose to continue pumping and that the blood was from insertion. I explained that this is not blood from insertion, that there is an abrasion of the iab membrane and explained the risks again. The rn reported that they decreased the volume to 38cc and there have been no additional alarms. I explained that the risk remains that the alarms have likely stopped due to the abrasion clotting. The alarms may begin again and more blood may be noted in the line or not but the recommendation is still to stop pumping and remove the iab. Last follow up call- iab still in place, no additional alarms. Patient critical but stable. Rn has my direct number for updates or changes. I requested the iab be kept for return if removed. Pump is pumping in autopilot mode using the fos ap waveform with no noted issues." No patient injury or consequence. Additional information states the first femorally inserted iab was removed so that the patient could ambulate.